Event description:
Hoist was installed in the poolside fixings by the lifeguards. One carer was in the pool awaiting the pt, and the other carer was at the poolside with the pt. The pt was placed in the chair and swung out over the pool. The hoist toppled into the pool but did not hit the pt, who fell out of the front of the chair. Two lifeguards entered the pool and removed the pt, who was taken to a first-aid room and then to the hosp. The pt, although badly shaken, was examined and found to have no injuries but was kept in the hosp overnight.